Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/31/2024 and tested on 2/28/2024. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. Upon review of the pump's event log, there was an abrupt power off noted, seen below on event line 110: "event 105: data: 5120 208 65280 227 eventbytes: 14 00 00 d0 ff 00 00 e3 event 106: log_event_data time: 165:46:05 type: current_prescription_data data_log_end eventbytes: 0b 46 05 03 40 01 00 9a event 107: log_event_message time: 165:46:10 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 46 10 ff 00 80 dd event 108: log_event_off time: 165:46:10 rmp: 22474 reason: log_off_cause_shut eventbytes: 01 46 10 00 57 ca 2e a6 event 109: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff 00 d5 ff 2b fd event 110: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff 00 d5 ff 2b fd event 111: log_event_message time: 165:54:30 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 54 30 ff 00 80 0b event 112: log_event_off time: 165:54:30 rmp: 22474 reason: log_off_cause_shut eventbytes: 01 54 30 00 57 ca 2e d4 event 113: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff 00 d5 ff 2b fd event 114: log_event_save_rx time: 165:55:47 eventbytes: 06 55 47 00 d5 ff 2b a1 event 115: log_event_data time: 165:55:47 type: current_prescription_data data_log_start eventbytes: 0b 55 47 03 40 00 00 ea event 116: data: 5172 13856 18543 30154 eventbytes: 14 34 36 20 48 6f 75 ca " the event log will be uploaded to the complaint, see "sn (B)(6). It was also noted that the speaker on the pump is extremely raspy.

Event description:
On 01/24/2024, the pump was received and tested for a reported unknown complaint. It was found during the review of the event log that the pump experienced multiple abrupt power offs. Please see section h10 for detail.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/24/2024 and tested for a reported unknown complaint. The results are below: it was found during the review of the event log that the pump experienced multiple abrupt power offs. This can be seen by the presence of back to back log_event_on's without a log_event_off. The pump was received without a battery. When a new battery was put into the pump, it finished an 100 ml infusion without an abrupt power off taking place. However, the reported issue was confirmed in review of the event log. This failure found during testing on 1/24/2024 makes this a reportable event.

Manufacturer narrative:
The product was received on 01/31/2024 and is currently undergoing evaluation. Another follow-up will be provided with detailed findings.